Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll was damaged, but still operable. The following information was provided by the initial reporter: "scratch in the syringe barrel near the 1 1/2 mark. Scratch found in the syringe barrel at the 1 1/2 ml mark. Imperfections on syringes are rejected for compounding".

Event description:
It was reported that syringe 3ml ll was damaged, but still operable. The following information was provided by the initial reporter: "scratch in the syringe barrel near the 1 1/2 mark scratch found in the syringe barrel at the 1 1/2 ml mark. Imperfections on syringes are rejected for compounding".

Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From visual inspection, a scratch mark was observed on the surface of the barrel, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.